Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that his infusion device does not work correctly. He stated he saw a flash of light on the display of the device and his blood glucose measured 400-420 mg/dl. The infusion device not generate any alarm or sound. He switched to his backup infusion device and his blood glucose returned to normal, 90-140 mg/dl. He does not believe the infusion device delivers insulin properly. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.